Manufacturer narrative:
Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with high sleep current due to corroded electronic assemblies. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to corroded electronic assemblies. Insulin pump was received with corroded battery tube. Insulin pump was received serial number label fading, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 197mg/dl at the time of the incident. It was reported that power error detected alarm occurred again within four hours of previous troubleshooting. No additional troubleshooting was performed and no indication that the issue was resolved. The insulin pump was returned for analysis.